Event description:
It was reported that an ilet pump became unresponsive to the unlock swipe while all physical buttons functioned, and the user provided video corroboration; blood glucose was not affected, the pump otherwise remained functional, and the user planned to transition to a previous pump once insulin was depleted. Symptoms included no clinical effects. Outcomes included no change in health status and no medical intervention beyond device replacement logistics. Investigation included remote review of user-provided evidence, confirmation of shipping and return, and instructions to shut down the device and to resynchronize data via the mobile app. Investigation of this device revealed the complaint was not able to be duplicated. However, based on the user-provided video in the complaint report, the complaint can be confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.